Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well images in question on the instrument in question. Well one (1) of r777 (the single known c antigen positive well) had yielded a negative outcome, but was visually positive.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument. It was not until (B)(6) 2016 that sufficient information was gathered to direct the event to be assessed as a reportable MDR.